Event description:
It was reported that the patient experienced ineffective therapy. The system diagnostic recorded high impedances. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
As reported high impedance was not confirmed. As received, the octrode lead had no visible anomalies and passed all functional testing. The cause of the reported event is unknown.